Event description:
Dealer advised right motor and gearbox casing came loose and caused grease to leak out on carpet, dealer advised enduser did not request carpet to be cleaned, chair was still functioning, dealer advised cleaned up and tightened screws so client continue to use chair while waiting for repair from order (B)(4) no injury, dealer could not provide any further information...(B)(4).